Manufacturer narrative:
Concomitant medical products: c6tr01 ICD implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during transmission that the left ventricular (lv) lead showed a high lead impedance warning from lvtip to can. The lead remains in use. No patient complications have been reported as a result of this event.